Event description:
The customer reported that erroneous, instrument flagged vitamin b12 and/or folate results were generated on unicel dxl800 access immunoassay system for one hundred thirty one patients over two days. This is report two of two and represents the ninety four erroneous, instrument flagged vitamin b12 and/or folate results which were generated on an unicel dxl800 access immunoassay system on (B)(6) 2011. The instrument flag was an ovr flag which is indicative of a calculated concentration which is above the highest or most concentrated calibrator. The erroneous vitamin b12 and folate results were not reported outside of the laboratory and hence there were no deaths, serious injuries of modifications to patient treatment associated or attributed to this event. Instrument assay quality control results recovered within the customer's established specifications during the timeframe of this event, however multiple substrate dispense errors were posted to the instrument's event log in association with this event. The customer also indicated that total thyroxine (tt4) and thyroperoxidase antibody (tpoab) calibrations had failed to meet the customer's established specifications, however, there were no reports of erroneous results in conjunction with these assays for this event. Beckman coulter inc. Led troubleshooting identified that the instrument's routine system checks failed to meet specifications due to substrate dispense errors.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found the peri-pump tubing to aspirate probe #3 had become disconnected. The fse replaced the tubing. The fse also found a large spill in the wash wheel due to the disconnected tubing. The fse cleaned up the spill from both the wash wheel and trough. The fse replaced the replacing the pump valves, o-rings, and selector valve. The fse verified instrument performance via a drawback calibration which generated acceptable results. The instrument was returned into service upon the completion of verified repairs. The root cause of this issue is the disconnected peri-pump tubing. Mdrs associated with this event: 2122870-2011-03500, 2122870-2011-03501.